Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that her doctor downloaded the insulin pump, and found that there were missing boluses in the bolus history. The customer felt that the insulin pump has not been delivering all of the boluses that she has programmed. Advised the customer that the insulin pump would be replaced. Nothing further was reported.